Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported stimulation was too high and was feeling pain when sitting and bending. The patient decreased stimulation to a comfortable setting. Additional information from the patient on (B)(6) reported that she previously she would have severe pain when she voided, but now it was just minimal pain when she voided. The patient stated she might have a urinary tract infection (uti) so her healthcare professional (hcp) had given her some antibiotics. The issue was not resolved at the time of the report. Additional information from the patient on (B)(6) reported she was still going very frequently. The patient switched sides and set the amplitude to a comfortable level. Additional information from the patient reported on (B)(6) reported pain radiating down her legs and discomfort when attempting to void and they were not voiding. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.